Event description:
The turbohawk was used for atherectomy in a severely calcified sfa. The physician finished with the turbohawk in the sfa and then performed pta of peroneal post recannulation of a short chronic total occlusion (cto). The physician then went back in with the turbohawk and used it on the cfa and pfa. When removing the turbohawk device, it became stuck in the 7f sheath. The physician had to pull back and cut the sheath, then introduce wire and insert a new short 7f sheath. During this the pt lost blood and their blood pressure dropped. Dopamine was given and the pt left stable.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.